Event description:
Procedure: laparoscopic inguinal hernia repair. Reportedly, the balloon broke during mesh placement, with fragments falling into the pre-peritoneal space. Fragments of the balloon retrieved without difficulty. No patient injury reported.